Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated creatinine2 result for one patient on an architect c8000 analyzer. The following data was provided: initial result was 470.48, repeat was 30.4 umol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for falsely elevated creatinine results generated on the architect c8000, serial number (B)(6), included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. The customer service center specialist (csc) checked instrument logs, over the phone, and determined the c8000, cuvette, part number 7-93113-02, the likely cause. The customer found an o-ring inside the cuvette, which was removed, and the cuvette was cleaned. The cleaning of the cuvette resolved the issue. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency with the architect c8000, serial number (B)(6), was identified.